Manufacturer narrative:
On 02/03/2014, the beckman coulter field service engineer (fse) evaluated the analyzer and determined that sample dispense was the issue. Fse replaced the sample syringe and adjusted the sample probe arm height up 1mm to specification. Fse check alignment of probes and mixers and verified all other positions. Fse replaced flat roller pump tubing to detergent as incidental repair. System performance was verified to meet specification. Failure mode: sample syringe replacement along with sample probe arm height adjustment corrected the issue. This MDR is related to two other mdrs reported for the same type of event on different dates: 9612296-2014-00026; 9612296-2014-00027.

Event description:
While servicing the instrument on (B)(4) 2014, a beckman coulter field service engineer was made aware of intermittent negative or zero (0) results for hdl (high density lipoprotein) and ldl (low density lipoprotein) were generated for patient and quality control samples when using the au680 clinical chemistry analyzer. All results were flagged with g flag indicating the results were below the lower end of the dynamic range for that assay and required repeating. There were no erroneous test results reported out of the laboratory. All samples with negative or zero (0) results were retested and reported. There was no death or injury, or affect to patient treatment reported for this event.